Manufacturer narrative:
Philips service replaced dc power supply (pd.scomp.dcps_24v_12v_5v) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry error after boot; dc power supply replaced on a allura xper fd20/15 or table. The clinical use of the system was unknown. There was no reported patient or user harm.